Manufacturer narrative:
The device sent in for the syringe split nut recall was not affected by the recall, however during the recall process, multiple issues with the device unrelated to the recall were observed and repaired. In addition, the watchdog recall was also performed at this time and the device was affected. The root cause of the device affected by the watchdog recall was identified as due to a software issue on the logic/control board. Multiple issues unrelated to the syringe split nut recall and watchdog recall were observed with the returned device and were replaced. The proximate causes for each were reported by service to be due to wear. The tube drive was observed to be bent. The split nut was observed to be damaged/cracked. The front case was observed to be damaged/cracked. The left iui was observed to have corrosion. The right iui was observed to have corrosion. The flange gripper was observed to have a damaged/cracked retainer. The flange gripper was observed to have a cracked wiper seal. The barrel clamp assembly was observed to be cracked.

Event description:
The device was found to have damaged components.

Manufacturer narrative:
The syringe split nut recall, watchdog recall and subsequent repairs were performed by service during the service recall process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. During assessment of the device that came in for the syringe split nut recall, multiple issues with the device unrelated to the recall were observed and repaired. The root cause of the device affected by the watchdog recall was identified as due to a software issue on the logic/control board. The proximate causes for each were reported by service to be due to wear. The tube drive was observed to be bent the split nut was observed to be damaged/cracked. The front case was observed to be damaged/cracked. The left iui was observed to have corrosion. The right iui was observed to have corrosion. The flange gripper was observed to have a damaged/cracked retainer. The flange gripper was observed to have a cracked wiper seal. The barrel clamp assembly was observed to be cracked. There was no reported patient injury. This device is used for therapeutic purposes.